Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was unknown. Customer stated that the air bubbles was did not get out from the reservoir. Customer also stated that they trouble with the needle guard coming off before customer taking it off. Customer troubleshooting was performed. The reservoir will be returned for analysis.